Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had intermittent power on issues. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device had intermittent power on issues. Additional information received clarified the device was working and there was no malfunction of the device. There was no patient involvement.